Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they device is calibrated and passed preventive maintenance. Barrel clamp test passed. As found software version 9.33.0.50, as left software version 9.33.0.50. Front and rear case replaced due to cracks. A review of the device history record showed the device had a manufacture date of 29apr2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service was unable to determine the proximate cause of the reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device failed barrel clamp test. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device failed barrel clamp test. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device failed barrel clamp test. There was no additional information provided and no patient involvement.